Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered two infusion sets cannula kinked events on (B)(6) 2024 within 3 hours after insertion. The site of insertion was abdomen. The infusion set was in use for 1.5 days for event (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.